Manufacturer narrative:
The device was returned for analysis and investigated. The reported unintended movement was not confirmed as no issues with the device were noted. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, a conclusive cause for the reported unintended movement could not be determined in this incident. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip failed the final arm angle (efaa) test. It was reported that this was a mitraclip procedure performed to treat grade 4+ degenerative mitral regurgitation (mr). The clip delivery system (cds) was advanced and was placed, however the clip failed the first final arm angle (efaa) test. The clip opened more than five degrees. Troubleshooting was performed, but the clip kept opening. The clip was not implanted and was replaced. A total of two clips were implanted, reducing mr to 1. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.